Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a gradual rise in impedances although it was unclear if the impedances rose to be greater than 2000 ohms. It was also reported that the patient received inappropriate shock therapy and that the lead displayed high thresholds and low r-wave amplitude. The patient underwent a routine generator change out procedure during which the lead was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.